Event description:
The patient stated that the device was not working too well. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.